Event description:
It was reported that, during a cori assisted tka surgery, one (1) real intelligence cori was planned with gaps around 1mm or tighter with an 11 poly, but during tibia cutting, the surgeon mentioned that the cut seemed too big and he cut 4mm less than the plan and finished with a 9 poly. It was stated that the procedure started with 9 varus female. They further stated that if they would have cut accordingly to plan, the joint would have been very loose even though it was planned as tight. The procedure was resumed, without any delay, using a smaller size than planned. No further complications were reported.

Manufacturer narrative:
Internal reference: (B)(4). Results of investigation: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.